Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt stated that he noticed fluid on the black pumps in the creases when he was going to insert the cassette. He did not notice the moisture the previous night when removing the cassette follow that treatment. Pt states he has had no ill effects or antibiotics taken. Effluent has remained clear. There is a sample available for eval.

Manufacturer narrative:
Medical records reviewed, no add'l pertinent info available.